Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005840n38, implanted: (B)(6) 2004, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The healthcare provider reported that the patient came in to the office the day of the report because the patient needed documentation that his pump was empty and was not receiving drug therapy with the pump for his job. Per the reporter they had not seen this patient for years and appears based on records the dosing was decreased. The healthcare provider was having difficulty getting telemetry with the pump. The patient had a synch el pump and the reporter was using the synch ii application. The hcp used the correct application with a magnet and was successful getting telemetry. The telemetry showed the low reservoir alarm was occurring and the last update to the pump was (B)(6) 2010. The hcp questioned when the pump emptied and it was reviewed approximately 375 days. The patient did not return for refill in 2010 and the office could not reach the patient. The patient requested follow in 20158 for verification / evidence that no drug was in the pump for cdl regulations. The patient was not having any symptoms. Per the managing hcp the patient was doing better currently and not interested in having the pump filled. The patient recovered without permanent impairment. The pump was used to deliver prialt.